Event description:
Rptr got a copy of a letter from their dr who treated rtpr for hepatitis c, and they had to have blood tests up to once a week at the lab. The diagnosis was in 2003, treatment started four mos later and ended three mos later. Rptr had to continue having blood tests done throughout this time, and for over a year beyond that time. Rptr went to one lab for all the lab work. In the letter the lab sent is the following: "I'm writing to inform you about an issue relating to hepatitis c virus -hvc-rna pcr results that were reported for your pts. 'Our MFR of the rna purification kit used for hvc rna pcr testing has notified that there may have been "reduced sensitivity" with some lots of their proudct. The reduced sensitivity could have caused up to a half log -approx. Four flod- under-reporting of results. The affected product lots were used for testing from 03/01/2004 to 04/16/2005. 'We have completed a search of our laboratory info system to identify the pts who meet the following criteria: 1- the last hvc rna pcr result reported during the affected time period was "not detected" -<50 iu/ml or <1.70 log iu/ml- and 2- co has no record of having performed hcv rna pcr testing after affected time period. 'Above, please find info about your affected pt, including the specifics of the last hcv rna pcr results reported as "not detected."...